Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31089575l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician's opinion on the cause of the adverse event was patient condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced pericardial effusion that required prolonged hospitalization. Timing of adverse event: during an atrial fibrillation case, noticed before and after use of bwi products. Description of health hazard: when they started the procedure, they were taking pictures, and noticed that there was a baseline effusion on ice (intracardiac echocardiography). After cardioverting and doing some post pictures, the effusion looked significantly bigger. No unusual patient symptoms occurred throughout the duration of the procedure. No medical intervention was performed, however, a chest echo (echocardiogram) was used and they continued to monitor the patient. They did not perform a pericardiocentesis. Patient is currently stable and will be held in the intensive care unit overnight. The physician did not know what specifically caused the issue. The physician believed it was a general manipulation of the catheters in the heart that may have contributed to the effusion growing and thought the " I and r was super therapeutic and was high". Physician's opinion on the cause of the adverse event was patient condition. He did not comment that he thought there was a product malfunction at all. He commented that the baseline effusion was large as well (before ablation began). Patient outcome was unchanged and stable when the procedure ended. Patient required extended hospitalization. Physician commented that there was a supertherapeutic inr (international normalized ratio). Thermocool smarttouch sf catheter was used. Force visualization features used: graph dashboard, vector, visitag. Parameters for stability used: 2mm stability, 3seconds. No additional filter used with the visitag. Color options used: imp drop. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.